Event description:
It was reported that there was "twisting" of the ventricular lead and the patient was reported to have twiddler syndrome. The lead and device were explanted and replaced. No further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) upon analysis it was reported that there were no anomalies found. (B)(4) upon analysis it was reported that the outer insulation had breached depression was breached cut, torn, and there was a cosmetic depression. Also noted that the distal conductor was stretched, the proximal conductor had blood/body fluid (non-obstructing), and the tip electrode insulation was pulled apart from apparent overstress. The distal segment of the lead was returned for analysis.